Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to test using the freestyle libre reader as they observed an "error 3" message. As a result, customer experienced "split view" and was unable to self-treat, requiring treatment of glucose via hcp for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was attempted to be performed. ER-3 was observed during control solution testing. The reader was de-cased and visual inspection was performed on pcba(printed circuit board assembly). Debris contamination was observed on strip port. Therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to test using the freestyle libre reader as they observed an "error 3" message. As a result, customer experienced "split view" and was unable to self-treat, requiring treatment of glucose via hcp for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.